Manufacturer narrative:
(B)(4)

Event description:
Additional information was received from the consumer on 18-aug-2016 regarding steps taken to resolve the shifted implantable neurostimulator (ins) and whether the issue had resolved. The consumer reported that his situation was worse; the implant was working its way out of the pocket and he now had an infection and oozing. It was noted that the patient was told that he could not just walk into the pain clinic and he needed to go the emergency room first. The consumer also reported that the patient would need a manufacturer representative to be present, and stated that he ¿did not know what they were going to do.¿

Manufacturer narrative:
Concomitant medical products: product ID 37791, product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported they were having difficulty recharging the implantable neurostimulator (ins). There were no black boxes. The re placement antenna worked for about a week and then stopped working. The patient was able to get full coupling bars on the phone. The patient had lost a lot of weight and their ¿unit had slipped.¿ the ins was indicated for spinal pain.

Manufacturer narrative:
Concomitant products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37791, product type: recharger.

Event description:
Additional information received from the consumer reported that they had experienced bleeding at the implant site while they were sitting on the toilet. They had checked their back for blood with their hands and realized they were touching the implant and the wires. It was stated the implant had made its way through their skin and had caused a gaping hole large enough where they could put their hands through it and touch their muscles at the implant site. The consumer reported the implant and the wires were dangling outside their body. It was stated they were taken to the emergency room (ER) and had to stay there for a little over a week. During their stay, they had experienced many complications. They had to perform an emergency surgery to remove their whole system. It was stated they had experienced extreme high blood pressure (200/130) to the point where the healthcare provider thought they were going to lose them. It was noted they had experienced a severe infection during their stay as well and had to be on intravenous therapy at the hospital for about a week and a half. It was noted the patient had been having falls almost every day for a long time now. It was stated that the infection had cleared once the system was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.